Event description:
It was reported that while attempting to post dilate in a stent the balloon tip caught on the stent an displaced the stent 2 mm distal to the lesion site. Reportedly, attempts to wire the stent in its new location were unsuccessful. The patient was sent to surgery for a bypass procedure. The product was discarded by the user facility.